Manufacturer narrative:
Hill-rom employee visited the user facility the day after the reported incident to evaluate the lift involved as well as all other lifts at the facility. The most probable cause for the reported incident was that the lift was not correctly attached to the carrier. The staff were trained on using the lift. This has been determined to be a user error.

Event description:
Ref imp (B)(4).